Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the lead was unable to capture. The physician removed and replaced the lead. The patient was in stable condition.